Event description:
Patient's spouse contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Patient's spouse reset the receiver and it resolved the issue. Patient's spouse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).